Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the medial segment of the lead was returned, analyzed and the distal conductor was fractured. It was noted that there was blood/body fluid on several conductors (not obstructed), the defibrillation conductor fractured due to overstress, the outer tubing was kinked/buckled and the inner tubing was kinked/buckled.

Event description:
It was reported that the right ventricular lead had high impedance and was fractured. The lead was partially removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had high impedance and was fractured. The lead was partially removed and replaced with a new lead. No patient complications have been reported as a result of this event.